Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. In addition four channels are extra-cochlear most likely since implantation surgery. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The recipient had fluctuating sound perception with the device during head movement since on (B)(6) 2020. No accident or trauma had been reported. There was no swelling or redness at the implant site. Prior to on (B)(6) 2020 the recipients hearing performance with the device was good. The user has been re-implanted.

Event description:
The recipient had fluctuating sound perception with the device during head movement since (B)(6) 2020. No accident or trauma had been reported. There was no swelling or redness at the implant site. Prior to (B)(6) 2020 the recipients hearing performance with the device was good. Further intervention is considered but no decision for re-implantation has been made yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition four channels are extra-cochlear most likely since implantation surgery. However to determine an exact root cause a device investigation of the explanted device is necessary. Further medical intervention is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has had fluctuating sound perception with the device with head movements since (B)(6) 2020.